Event description:
A hemosplit longterm hemodialysis catheter was opened onto the field and was successfully placed in the patient however there was a dilator missing from the sterile packaging and it was not noted on the package itself that it was missing. The surgeon was able to successfully implant this in the patient, he just had to use a different dilator with the pull away sheath. Again that dilator that went with that pull away sheath was missing and it was not noted on the packaging itself.